Event description:
It was reported during unpacking prior to a coiling procedure, that when box containing device was opened, the coil was outside the sheath. Procedure continued by using another of the same device.

Manufacturer narrative:
Evaluation results: pusher wire broken. Main coil extensively stretched. A device history record review confirmed that the device met all material, assembly and performance specifications. The dispenser hoop, introducer sheath and pusher wire were returned along with coil. During visual inspection of the subject device, it was observed that the pusher wire was returned inside a dispenser coil. The introducer sheath was returned without the coil until inside. The main coil was detached from the pusher wire and was extensively stretched. The twist-lock was present on the introducer sheath. Microscopic examination found that the fluorinated ethylene propylene (fep) tubing on the end of the laminated section of the pusher wire was empty. There was no pusher wire inside. Closer examination revealed that the pusher wire had broken off inside the stainless steel fep area. The main coil was examined next; revealing that the inner coil was still attached to the main coil and was extensively stretched. Although product was reported for "coil in introducer sheath, coil out of introducer", the extensive damage noted to the product is indicative that an attempt was made to advance the coil at some stage of the procedure. However, the event information is limited and additional information could not be obtained. It is unknown if the user followed all directions for use (dfu) correctly; therefore, the exact root cause of the reported event is undeterminable.